Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events and the heartmate 3 lvas, serial number (B)(6) cannot be conclusively determined at this time. The patient remained ongoing on (B)(6) until they expired on (B)(6) 2021 due to right heart failure (MFR # 2916596-2021-01249). The heartmate 3 lvas instructions for use (IFU) lists right heart failure and bleeding as adverse events that may be associated with the use of the heartmate 3 lvas. This document outlines indications of right heart failure as well as possible treatments. Information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range can also be found within this document, as well as considerations for when there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during the index procedure of the heartmate 3 implant the patient required the implant of an rvad (right ventricular assist device) system, which was kept on the patient after leaving the operating room. The patient developed aortic anastamotic leak that required sternomoty for revision. During the implant the outflow graft anastomosed to clamped ascending aorta. Excessive bleeding was noted at the aortic anastomoses site. Several pledgeted sutures were placed but continued bleeding was observed. Hemi-sternotomy site was increased for better visualization and assessment of bleeding. The decision was made to take down the original outflow graft anastomosis and start with new graft. Graft to graft anastomosis was done once hemostasis at aortic site was observed. The heartmate 3 was on at 3000 rpm for deairing. The patient was taken off bypass at 1400. As the heartmat3 3 pump speed increased, there was concerning right ventricular function noted on transesophageal echocardiogram (tee) and the central venous pressure (cvp) values. The decision made to place tandem heart rvad with protek duo cannula via right ileojejunal (ij). The flows were stable on the heartmate 3 with rpms in the 5000 range. The chest was left open for possible washout and delayed chest closure.